Event description:
It was reported that the device triggered elective replacement indicator (eri) earlier than expected. The device remains in use. It was further reported that the device was at end of life (eol) and had no telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2011. High battery impedance, leading to eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance, leading to eri.

Event description:
It was reported that the device triggered elective replacement indicator (eri) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.